Manufacturer narrative:
Evaluation summary: one of the four indicators that failed to reach endpoint as expected was returned to temptime and examined; however, it had since reached endpoint and its appearance was typical for a safe-t-vue 6 indicator that had already reached endpoint. Samples from the same box as the affected indicators, as well as retention samples from the same lot of indicators were tested and found to function as specified.

Event description:
Safe-t-vue 6 is a temperature sensitive indicator that adheres directly onto blood bags and provides a visual indication when the blood product has reached or exceeded the specified temperature of 6°c. The incident occurred when four (4) safe-t-vue 6 indicators failed to reach endpoint at 6°c ±0.3°c during a validation study. Although this failure occurred during a validation and had no patient impact, it could potentially affect public health if it recurred and the safe-t-vue 6 indicator failed to show a temperature excursion above 6°c on blood that was used for transfusion.